Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous left anterior descending artery. After a non-bsc guide wire crossed the lesion, a 2.00mm x 15mm emerge¿ balloon catheter was advanced for pre-dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.00mm x 15mm non-bsc balloon catheter. No patient complications nor injuries were reported.